Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse replaced the safety disk (0997-00-0985-01), crm (0997-00-0986-01), purge valve assembly (0104-00-0026), blood detect tubing (0008-00-0312), clear tubing (0008-00-0377), and the luer fitting (0103-00-0398-01) were all replaced by the fse. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as a result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) had blood in the tubing and needs cleaning.